Event description:
It was reported that a catheter was jammed in the urethra and led to erosion of the artificial urinary sphincter (aus) cuff. Therefore, the device was previously removed. The patient underwent a reimplant surgery to place a new aus. There were no further patient complications.